Event description:
It was reported that the plunger holder was not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seal was missing bottom case. Cracked on right plunger case otherwise no appearance of any physical damaged. Force sensor bridge test was found in the history. Force sensor bridge test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be that the dowl pin came loose from plunger head mount. Replaced plunger head mount and dowl pin. Performed power up process and all functional testing which passed.